Event description:
Boston scientific received information that the explant indicator of this implantable cardioverter defibrillator (ICD) has already been reached. It was observed that the device had a high battery consumption. A boston scientific technical services (ts) requested for an engineering analysis and it showed that the device was depleting very rapidly and should be replaced as soon as possible as therapy capability may already be impacted. Furthermore, the patient also reported of hearing beeping tones. The field representative confirmed that there was no report of fault code noted upon interrogation. As of the moment, the patient was still scheduled for a change out per patient's choice on the date. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual inspection found that all of the set screws operated normally. The right atrial (ra) sealplug has multiple slices across the top of it. All of the other sealplugs were intact. Lead seal witness marks indicated that all leads had been fully inserted. The device was successfully interrogated and was found with a battery status indicator of end-of-life (eol) associated with a monitoring voltage of 2.933 volts. Elective replacement indicator (eri) and end-of-life (eol) were triggered on (B)(6) 2015 respectively. Engineering calculations confirmed the longevity of this device was not as expected. The device was put through and passed therapy availability testing but failed current testing. The device case was opened, an external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.